Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized on the same day as the event onset and was discharged three days after. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. The patient was to remain on antibiotics for 20 days from the date of event onset. The actions taken with pd therapy were not reported. Approximately two weeks after antibiotic treatment was set to end, the patient was reported to have been back in the hospital. However, the reason for hospitalization was not reported. No additional information was available.